Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller ((B)(4)), eight (8) batteries ((B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4)), and one (1) controller ac adapter with an unknown serial number were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), and due to momentary disconnections involving (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), and a power adapter. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log files also revealed multiple instances involving (B)(4), (B)(4), (B)(4), (B)(4), and (B)(4), where the battery's relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. As a result, the reported premature power switching and communication error events were confirmed. The reported power disconnect alarms could not be confirmed; however, the observed communication errors are likely related to the reported alarms. Controller log files revealed 13 controller power up events were logged between 0(B)(6) 2020 and (B)(6) 2020. Several momentary disconnections were recorded leading up to several losses of power. The average time the controller was without power was for a maximum of 7 minutes and 46 seconds per each loss of power. As a result, the reported loss of power events were confirmed. A power source lubrication procedure had been performed on (B)(4), (B)(4), (B)(4), and (B)(4) in accordance with the requirements under fsca cvg-18-q4-19 on 10-oct-2018. A power source lubrication procedure had been performed on (B)(4), (B)(4), (B)(4), (B)(4), and (B)(4) in accordance with the requirements under fsca cvg-18-q4-19 on 27-nov-2019. There is no evidence of lubrication servicing on (B)(4). Lubrication servicing could not be confirmed for the power adapter since the serial number is unknown. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins and communication errors between the controller and batteries. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307.. Battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307 battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(4) h3: yes h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Battery (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA (B)(4). Code(s): 12 controller ac adapter h3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date : mfg date: 01-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-aug-2017, serial #: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-mar-2018. Labeled for single use: no. (B)(6). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2016, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-aug-2017, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system controller ac adapter, model #: unk, catalog #: unk, expiration date: unk, serial #: unk, UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, batteries, and controller ac adapter exhibited power switching. Some of the batteries exhibited several power disconnects, some of the batteries exhibited communication errors, and the controller had several losses of power with associated ventricular assist device (vad) stoppages. The controller, batteries, and ac adapter were exchanged. No patient complications have been reported as a result of this event.